Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. Performance data collected from the device was also received and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the most recent battery voltage was 2.6148 volts on (B)(6) 2016 and elective replacement indicator (eri) had not been triggered.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) with unexpected battery longevity. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.